Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl, which led to a loss of consciousness. Cause was not known. Customer required assistance by emergency medical services and was given intravenous fluids of d5w to address the bg recommendation was made to consult with a healthcare provider regarding diabetes management.